Manufacturer narrative:
Review of the screwdriver showed breakage above the hexalobe tip most likely due to several contributing factors during its use. Patient sclerotic bone, aggressive torque applied, and dual lead thread used in sclerotic bone by the user potentially contributed to the reported issue the screwdriver device. These items were suggested to be possible contributing factors by the physician during a conversation with corelink.

Event description:
The customer alleges that during surgery on (B)(6) 2017 the tiger mis polyaxial screwdriver (2025-162) tip broke during use. The surgeon was backing out a mis pedicle screw when the tip of the driver broke off in the screw hexalobe. The surgeon attempted to remove the driver tip from the screw hexalobe but was unsuccessful. The driver tip was left in the hexalobe, a rod was placed over the interface to complete the construct in the patient. During discussion with the user it was identified that the patient had particularly sclerotic bone and the surgeon also believe that the screw utilized had an aggressive thread pattern which may have required more torque than typical when attempting to back the pedicle screw out of the bone. These factors combined are being considered as contributing to the screwdriver reported issue.